Event description:
The report we received from the affiliate indicated that over a year after the index procedure, the patient had chest pain and some time after it focal in-stent restenosis was found in the cypher stent. The patient will undergo a coronary artery bypass graft. As reported, the patient is diabetic and had heavily calcified lesions before the procedure. The physician thinks that the event is due to the patient's anatomy and pre-disposition.

Manufacturer narrative:
Additional information was requested, but is not available. The product is not available for evaluation and testing. The product, is not distributed in the united states, however, it is similar to the united states product. A report received indicated that a patient experienced restenosis after having a coronary artery stent implanted. The patient's history is significant for diabetes, heart disease, and prior kidney transplant. A 2.25mm x 28mm cypher select stent was implanted in an unknown coronary artery. Approximately a year later chest pain inspired angiography revealed in-stent restenosis. The physician described the patient's lesions prior to the procedure as being heavily calcified. The patient will undergo coronary artery bypass graft surgery to treat the restenosis. The physician commented that he did not think that this in-stent restenosis is due to stent failure, but that the restenosis occurred due to the patient's anatomy. The physician would not provide any further information. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with implanting coronary artery stents. Patient with renal disease and diabetes are known to be associated with low success rates and a high incidence of target vessel revascularization. Review of the available information suggests that patient factors and/or vessel/lesion characteristics (heavily calcified) may have contributed to the reported event.